Event description:
Pleurex drainage system- catheter extension access probe was cracked and split down the tubing (defect in connecting tubing). Caused leaking of drainage. FDA safety report ID # (B)(4).